Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of loud noises was confirmed, but the cut cable and just died out could not be confirmed. However, during evaluation it was observed that the device made loud unusual noises and overheated in two minutes to 125.6 degrees. The manufacture¿s specifications state it should be less than 118 degrees in 10 minutes. It was also observed that the driveshaft was broken which caused the overheating and the loud unusual noise. The assignable root cause was determined to be due to excessive force applied during use. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had loud noises, a cut cable and just died out. According to the reporter, the exact malfunction was not specified. During in-house engineering evaluation, it was observed that the device overheated. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.